Event description:
Baxter received a complaint on a minicap transfer set with code 5c4482 lot- h08f17102. Reportedly, inside twist clamp is broken - (legs) leaking. The patient is using peritoneal dialysis for 9 months. The transfer set was used for 1 and a half months. One unit is available for evaluation. The defect was noted during patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector attached and no cap on patient connector in reference to damaged cracked/broken. The set was visually inspected and noted that both of the occluder feet was broken. The complaint was confirmed in the lab. The root cause was undetermined.

Manufacturer narrative:
(B)(4). If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The reservoir volume recorded in the insulin pump did not match the amount of insulin physically remaining in the reservoir. Nothing further was reported.